Event description:
One week after the instrumentation (oc-c5) using y-plate and three screws in question, it was found through CT scanning that all three screw tips were loosening and leaning to the right. Since it was confirmed by CT scanning just after surgery that screw insertion was not off-axis, the loosening may have occurred after surgery.

Manufacturer narrative:
Additional narrative: a complaint investigation will be performed. The complaint product is not available for the investigation. A supplemental report is not anticipated unless the results of the complaint investigation identify a corrective action or additional relevant information. Should the product become available, a physical evaluation will be conducted and a supplemental report filed with the results. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Sample not returned for evaluation.